Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the surgeon was using the clamp normally but half of the procedure began to have problems with the seal. At the time of activating the caliper, the device did not complete the seal correctly. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Initial visual inspection found no defects. The investigation found that the device was not able to be activated on the button switch of the device. The device was disassembled, and a large amount of fluid ingress was found inside the handle body and around the switch. The fluid caused a short in the circuit of the device, which prevented the device from completing its seal cycle during activation. The investigation identified the root cause of the reported event to be user error for improper handling and cleaning of the device. If information is provided in the future, a supplemental report will be issued.